Event description:
It was reported that the lead exhibited poor sensing. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.